Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that the patient was admitted to the hospital for work up of "low flow" alarms. The implanting surgeon identified non-occlusive thrombus in outflow graft via CT scan. Preliminary log files analysis were also consistent with thrombus. The patient's creatinine levels increased, map's dropped to below baseline (now 60s previously 80s) and lvad flows were 1.4-1.6 lpm. The patient was transferred to the intensive care unit (ICU) where a milrinone infusion was initiated. The medical team also expedited his orthotopic heart transplantation (oht) evaluation due to potential right ventricular failure. On (B)(6) 2016 the milrinone infusion was increased due to worsening hemodynamics. An increase in power and flows were noted on the monitor with pump parameters still not returning to baseline. The following day CT head results revealed multiple acute infarcts and intracranial hemorrhage in the left occipital lobe and right occipital sulcus. The patient' status was upgraded to status 7 for stroke. He was returned to the cath lab for placement of an amplatzer occlusion device at the site of the outflow graft. The lvad was discontinued and an intraaortic balloon pump (iabp) was placed for hemodynamic support. The patient was then transferred to cardio thoracic intensive care unit (cticu) for a higher level of care. The last report received indicates that the patient remains in critical condition on inotropic support (epinephrine and neosynephrine). The patient has no significant past medical history and prior to the event the anticoagulation was reported to be controlled. Investigation is ongoing.

Manufacturer narrative:
Hvad pump (B)(4) and outflow graft were not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a sustained decrease in power consumption as well as multiple low flow alarms for the reported event date. In addition, a cardiac CT performed on site revealed the presence of thrombus, within the outflow graft, correlating with the reported event. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate can be attributed to an occlusion caused by thrombus formation within the outflow graft. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.